Event description:
Report received of smoke coming from a pump while in use on a patient. It was reported that the pump was in use on a patient in telemetry when the staff noted that there was smoke coming from the back of the pump. There were no reports of any sparks or flames. The pump was replaced and therapy was continued without reported event. According to the customer contact, the back of the pump where the power cord enters the pump was "burnt". There was no harm to any patient, staff member or visitor. There were no pump alarms reported. It was unknown what fluid was being infused by the pump, but there was no reported delay in therapy. Though requested, there was no further information available.